Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the velcro closure on the pump t:flip is no longer staying closed. Reportedly, the pump fell and the infusion set cannula was pulled out from the infusion site. Customer was able to place a new site immediately. Customer reported that blood glucose was impacted but did not know the value at the time of the event.